Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 20-oct-2015. The most recent information was received on 23-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), gallbladder hypofunction ('gallbladder has been removed due to not functioning properly') and cyst ('2 cyst removed off wrist') in an adult female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". The patient's medical history included chronic cervicitis, parakeratosis, subserous leiomyoma of uterus, corpus luteum cyst and endometriosis. Previously administered products included for an unreported indication: mirena. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("severe abdominal pain/ bad cramps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gallbladder hypofunction (seriousness criterion medically significant), cyst (seriousness criterion medically significant), menstruation irregular ("periods went out of whack"), polymenorrhoea ("2 periods a month"), menorrhagia ("periods are very heavy"), dental caries ("teeth are decaying"), constipation ("severe constipation"), peripheral swelling ("hands and feet swell all the time"), back pain ("back pain"), dyspareunia ("can't have sex with husband because the pain is so bad"), weight loss poor ("weight that I cannot get rid of no matter what I try"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), night sweats ("night sweats"), dysmenorrhoea ("painful periods"), ovulation pain ("painful ovulation"), vulvovaginal pain ("vagina has sharp, stabbing pains at the entrance"), pain ("whole body hurts so bad/ pain"), arthralgia ("hip, joint pain"), chest pain ("chest pain"), neck pain ("neck pain"), spinal pain ("spine pain"), pain in extremity ("leg pain"), breast pain ("breast pain, breast hurt to touch them"), pollakiuria ("urinate frequently more then normal"), breast tenderness ("breasts stay tender all the time"), nausea ("nausea all the time"), flatulence ("gas all the time"), abdominal distension ("stay bloated all the time I look 9 months pregnant"), headache ("bad headaches just about every day"), dizziness ("dizziness"), memory impairment ("forgetfulness"), depression ("depression") with poor quality sleep and mood swings, panic reaction ("panic") with anxiety, neuralgia ("nerve pain in right hip and leg"), alopecia ("hair falls out by the hand fulls"), intervertebral disc degeneration ("degenerative disc disease"), tinnitus ("ears ring all the time"), anaemia ("anemia"), vitamin d deficiency ("vitamin d deficiencies"), vitamin b12 deficiency ("vitamin b12 deficiencies"), rash ("break out in rashes") and paraesthesia ("brain shocks that feel like something is squeezing brain") and was found to have heart rate increased ("high heart rate/ resting heart rate is 162") with palpitations and weight increased ("gained so much weight"). The patient was treated with and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, gallbladder hypofunction, cyst, abdominal pain, menstruation irregular, polymenorrhoea, menorrhagia, dental caries, constipation, heart rate increased, peripheral swelling, back pain, dyspareunia, weight increased, weight loss poor, hot flush, hyperhidrosis, night sweats, dysmenorrhoea, ovulation pain, vulvovaginal pain, pain, arthralgia, chest pain, neck pain, spinal pain, pain in extremity, breast pain, pollakiuria, breast tenderness, nausea, flatulence, abdominal distension, headache, dizziness, memory impairment, depression, panic reaction, neuralgia, alopecia, intervertebral disc degeneration, tinnitus, anaemia, vitamin d deficiency, vitamin b12 deficiency, rash and paraesthesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, back pain, breast pain, breast tenderness, chest pain, constipation, cyst, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, flatulence, gallbladder hypofunction, headache, heart rate increased, hot flush, hyperhidrosis, intervertebral disc degeneration, memory impairment, menorrhagia, menstruation irregular, nausea, neck pain, neuralgia, night sweats, ovulation pain, pain, pain in extremity, panic reaction, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, polymenorrhoea, rash, spinal pain, tinnitus, vitamin b12 deficiency, vitamin d deficiency, vulvovaginal pain, weight increased and weight loss poor to be related to essure. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 20-oct-2015. The most recent information was received on 07-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), gallbladder hypofunction ('gallbladder has been removed due to not functioning properly') and cyst ('2 cyst removed off wrist') in an adult female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". The patient's medical history included chronic cervicitis, parakeratosis, subserous leiomyoma of uterus, corpus luteum cyst and endometriosis. Previously administered products included for an unreported indication: mirena. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("severe abdominal pain/ bad cramps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gallbladder hypofunction (seriousness criterion medically significant), cyst (seriousness criterion medically significant), menstruation irregular ("periods went out of whack"), polymenorrhoea ("2 periods a month"), menorrhagia ("periods are very heavy"), dental caries ("teeth are decaying"), constipation ("severe constipation"), peripheral swelling ("hands and feet swell all the time"), back pain ("back pain"), dyspareunia ("can't have sex with husband because the pain is so bad"), weight loss poor ("weight that I cannot get rid of no matter what I try"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), night sweats ("night sweats"), dysmenorrhoea ("painful periods"), ovulation pain ("painful ovulation"), vulvovaginal pain ("vagina has sharp, stabbing pains at the entrance"), pain ("whole body hurts so bad/ pain"), arthralgia ("hip, joint pain"), chest pain ("chest pain"), neck pain ("neck pain"), spinal pain ("spine pain"), pain in extremity ("leg pain"), breast pain ("breast pain, breast hurt to touch them"), pollakiuria ("urinate frequently more then normal"), breast tenderness ("breasts stay tender all the time"), nausea ("nausea all the time"), flatulence ("gas all the time"), abdominal distension ("stay bloated all the time I look 9 months pregnant"), headache ("bad headaches just about every day"), dizziness ("dizziness"), memory impairment ("forgetfulness"), depression ("depression") with poor quality sleep and mood swings, panic reaction ("panic") with anxiety, neuralgia ("nerve pain in right hip and leg"), alopecia ("hair falls out by the hand fulls"), intervertebral disc degeneration ("degenerative disc disease"), tinnitus ("ears ring all the time"), anaemia ("anemia"), vitamin d deficiency ("vitanin d deficiencies"), vitamin b12 deficiency ("vitamin b12 deficiencies"), rash ("break out in rashes") and paraesthesia ("brain shocks that feel like something is squeezing brain") and was found to have heart rate increased ("high heart rate/ resting heart rate is 162") with palpitations and weight increased ("gained so much weight"). The patient was treated with and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, gallbladder hypofunction, cyst, abdominal pain, menstruation irregular, polymenorrhoea, menorrhagia, dental caries, constipation, heart rate increased, peripheral swelling, back pain, dyspareunia, weight increased, weight loss poor, hot flush, hyperhidrosis, night sweats, dysmenorrhoea, ovulation pain, vulvovaginal pain, pain, arthralgia, chest pain, neck pain, spinal pain, pain in extremity, breast pain, pollakiuria, breast tenderness, nausea, flatulence, abdominal distension, headache, dizziness, memory impairment, depression, panic reaction, neuralgia, alopecia, intervertebral disc degeneration, tinnitus, anaemia, vitamin d deficiency, vitamin b12 deficiency, rash and paraesthesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, back pain, breast pain, breast tenderness, chest pain, constipation, cyst, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, flatulence, gallbladder hypofunction, headache, heart rate increased, hot flush, hyperhidrosis, intervertebral disc degeneration, memory impairment, menorrhagia, menstruation irregular, nausea, neck pain, neuralgia, night sweats, ovulation pain, pain, pain in extremity, panic reaction, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, polymenorrhoea, rash, spinal pain, tinnitus, vitamin b12 deficiency, vitamin d deficiency, vulvovaginal pain, weight increased and weight loss poor to be related to essure. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received-new reporter, dob and removal date were added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.